Event description:
It was reported that the spinal cord stimulator (scs) leads of the patient had migrated up the spine and was causing pain to the patient. The patient underwent a revision procedure. No further information has been obtained.

Manufacturer narrative:
Block b3: exact date unknown, procedure date used as the approximated date of event. Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 7118671, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI)#: (B)(4).